Manufacturer narrative:
Service was not dispatched to the site for this event. Through beckman coulter inc. Investigation it was identified that the tt4 calibrator lot involved with this event was identified as the root cause for falsely decreased total t4 patient or quality control results of up to two standard deviations or more. This is a known issue for which customer notification was generated and provided to this customer by beckman coulter inc. Beckman coulter inc. Records indicate that this customer did not return the associated notification faxback form to date. The tt4 calibrator lot was the root cause of this event's low cap results.

Event description:
The customer reported on (B)(6) 2011 all five total t4 (tt4) college of american pathologists survey results failed to meet specification. The customer was using tt4 calibrator lot 021654. The customer was advised to discontinue use of the calibrator lot. It is unknown as to whether any patient results were affected by this event, or correspondingly whether subsequent patient treatment was modified. It is also unknown as to whether a death or serous injury was associated with this event. No system or sample related information was provided for this event.